Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on may 5th, 2020. It was reported that the patient had a blood infection. The patient initially mentioned that the battery replacement was due to normal battery depletion, then later stated that she don't recall why it was changed out. The patient ended up needing new leads because she got some type of infection. It was a blood infection that got on the leads and traveled around. She was in the hospital for about 7 days. Everything had to be taken out around (B)(6) 2019 because it was in the leads. Everything in regards to the infection has been resolved during the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that after the ins was replaced on (B)(6) 2018, the wound became infected. The entire system was explanted on (B)(6) 2018. The issue was resolved without sequelae. No further patient complications were reported as a result of this event.